Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was currently receiving gablofen with concentration 2000 mcg/ml at a dose rate of 210 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that difficulty occurred intraoperatively. During a pump implant on (B)(6) 2016 they were unable to refill the pump's reservoir with the full 40 ml of drug. They were able to get approximately 20 ml in first and then felt resistance. It was further noted that they tried a new needle/syringe, performed the locked reservoir valve procedure and were not able to fill more than 3 ml of drug. It seemed as though there was still air in the reservoir when they thought they got all the air out. The physician stated they did not want to utilize that pump and wanted a new one instead. The pump was sent back to the manufacturer for analysis. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed no anomaly. Upon return, the reservoir was empty. The pump was first x-rayed. Regarding analysis, the reservoir was rinsed and aspirated with no access issues encountered. The pump was then internally decontaminated with no reservoir access issues encountered. The pump was then heated to body temp, aspirated and filled to appropriate levels for dispense testing, with no reservoir access issues encountered. The pump was then filled and aspirated with 37.5 ml. Of sterile water, a total of five times, with no reservoir access issues encountered. The pump was then filled and aspirated with 20 ml. Of sterile water, a total of five times, with no reservoir access issues encountered. All pump logs were clean, meaning that no motor stalls, no motor stall recoveries, or errors of any kind had ever happened with this pump. Due to the clean logs, it was decided to not do destructive analysis on this pump. This preserves the pump to have these tests done in the future if the need ever arises.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.